Event description:
Patient reports she is no longer taking ohtuvayre due to side effects and states nebulizer does not work well with medication and has her own device. Patient states she can send nebulizer back if needed. Unknown date of last dose. No further information provided. Unknown if md aware. Indication: chronic obstructive pulmonary disease, unspecified. Lot number and expiration date are unknown for nebulizer.